Event description:
In this event it is reported that a student using a 30k fsi-pwr-fg-100 insert,pkd, it is alleged the insert has no water flow. No injury.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Manufacturer narrative:
Return qty 1, 24338, 30k fsi-pwr-100 fg-dr, 00130130 bul per mfg date test method / gp005-wi02. Inductance: gauge ID#: 5349, due: 12/31/2026, result 3.14. Meets spec, does not meet, spec, n/a. Tip condition: meets spec, does not meet spec, n/a. Stack condition, meets spec, does not meet spec, n/a. Tested on: g130 gage ID#: 9626-2, due date: 03/31/2026, set pressure: 35 psi. Water flow: output rate: 35 psi, meets spec, does not meet spec, n/a. Spray: meets spec, does not meet spec, n/a. Water leak: hp sealing ring, proximal ring, distal ring. Seam leak, n/a. Vibration: meets spec, does not meet spec, n/a. Grip condition: meet, does not meet spec, n/a. Other visual observation: insert tip is clogged, no water flow. Alleged event: confirmed, not confirmed.